Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel and adjustable pressure limiting valve were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during preuse checkout. There is no report of patient involvement.